Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 45 mg/dl. Customer stated that she was unconscious due to low blood glucose prior to hospitalization. Customer also stated that she went to the dentist and her blood glucose went from low to high blood glucose of over 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.